Manufacturer narrative:
(B)(4).

Event description:
It was reported that the package was wrongly labeled. The labeling on the packaging reported model number 87831sc instead of 8731sc. The device was not implanted.